Event description:
Reporter indicated that vns pt was having some memory problems and wondered if the vns had anything to do with it. The pt also reports irregular heart rhythms (for which pt takes toprol), pain around the vns site since generator replacement surgery for end of service in 2002, and feeling like the leads are "too tight". Pt does not feel stimulation in their throat anymore, just throat spasms, and wonders if the vns is still working. The pt's medications were reportedly increased in december 2002. Pt reports that when pt bends their neck back too quickly or when pt looks up that pt has cramps in their neck. Pt reportedly has to use only one arm while lifting due to pain in shoulder on left side and chest. Further follow-up with pt revealed that the pt was diagnosed with "super-ventricular" tachycardia approximately one and a half years ago, shortly after being re-implanted in 2002. According to the pt, physician believes that pt's condition is related to the vns.